Event description:
Locator abutment fractured. Fractured portion was unable to be removed from the implant. Surgical intervention was required to remove the implant.

Manufacturer narrative:
Fracture in the threaded area of the abutment is typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture. Clinician did not provide the following information: amount of torque used on abutment, and whether primary stability was achieved. Per IFU, patients should be instructed to maintain routine follow-up visits for hygiene and attachment function evaluation. Abutments must be re-tightened at follow-up visits to the torque specifications listed in the IFU. Follow-up visits are recommended at 6 month intervals. Clinician did not provide whether patient had follow-up visits and whether abutments were re-tightened during visits. Final evaluation of the device was performed. Conclusion: failure to follow instructions. Device fracture was technique related most likely due to overtorqueing the abutment or failure to retighten the loose screw during routine maintenance.

Event description:
Locator fractured inside the implant, and doctor was unable to remove the fractured part from the implant. The implant needed to be replaced.